Event description:
It was reported that during an arthroscopy, the biosure screw was damaged during the implantation, it made cracking sound and broke down. The procedure was completed with a change in the surgical technique. There was a non-significant surgical delay and no further complications were reported. Not all damaged parts could be salvaged by surgeon thus he added two staples to hold the tension. No void, just remains of damaged screw kept in the tibial tunnel. Instrument used to prepare the insertion site was: acufex lp cannulated drill bit. Instrument size was 9mm. Tunnel¿s size was 9mm. The insertion site was cleared of all debris. The surgeon was not quite satisficed with the surgical outcome.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the polymer found required specifications for material composition, moisture content, and storage conditions. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. It was reported that the broken part of the implant was not retrieved. If a portion of the implant remains retained in the patient, it is made of a bio-composite material which is intended for implantation to allow for bone ingrowth. If the implant was retained, it is unknown if the broken piece will migrate and there is potential risk for tissue inflammation and/or pain. However, no patient injury has been alleged. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found specified requirements listed for material composition, maximum allowable moisture content, and storage conditions. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the device is fractured away, there is debris in the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. If the implant was retained, it is unknown if the broken piece will migrate and there is potential risk for tissue inflammation and/or pain. However, no patient injury has been alleged. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.